Manufacturer narrative:
(B)(4). The patient was scheduled for follow-up at a later date. Should additional information become available this report will be updated.

Manufacturer narrative:
The system will continue to be monitored via routine follow-up and possibly via remote monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating high out of range shock impedance measurements continue to be observed. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. Boston scientific technical services (ts) discussed obtaining an x-ray and delivering commanded shocks to test the system. No adverse patient effects were reported.